Manufacturer narrative:
Investigation find no issues at power up, the emitter communicates and tracks the instruments through the entire volume. After running for 3 hours, it displays a single low tca drive current fault on amp board b. RMA issued for a replacement emitter.

Event description:
A medtronic ent rep reported site was having tracking difficulties with the fusion navigation system. No impact on the pt outcome reported.